Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous vault suspension and anterior/posterior repair procedure. According to the complainant, the needle of the gore suture (not a boston scientific product) detached in the sacrospinous ligament during the procedure. The needle has not been retrieved from the patient since the procedure. The physician completed the procedure with the same capio suture capturing device, with no further complications to the patient, who was reportedly "stable" post-procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.